Manufacturer narrative:
(B) (4). (B) (4). Sleeve assembly. Evaluation summary: the analysis results of the b12lt device found that it was received with the sleeve cap separated from the base sleeve assembly. No leak test was performed due to the condition of the device. It could not be determined what may have caused the damage found. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the air leaked a lot during use. Another device was used to complete the case. There were no adverse consequences to the patient.